Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced pain in the rib or trunk area whenever stimulation was on and had inadequate pain relief. An x-ray was taken and the result showed that the spinal cord stimulator (scs) paddle lead had migrated. Program optimization was attempted and was unsuccessful. The physician assessed that the paddle lead had migrated laterally and was sitting on a nerve root. The patient subsequently underwent a procedure wherein the paddle lead was repositioned. The patient was doing well postoperatively. The scs paddle lead remained implanted and in use.